Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Device one had obstruction in both jaws. Device two, device three and device two and device three had tissue obstruction in the left jaw. Device four had a broken needle obstruction in the left jaw. Device four and device five both had bent blades. Device three had a broken needle loaded in right jaw, which was unloaded and looked under a microscope; needle was broken at suture swage. Witness marks from the needle tip impacting the beveled wall were observed on the left jaw of device four only. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Replication of improperly loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. He root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected secondary conditions of obstruction, premature toggle and excessive manipulation that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
According to the reporter: during a laparoscopic nissen fundoplication, the needle of the reload broke in half and disengaged into the patient cavity. The needle was retrieved via fluoroscopy. To complete the procedure, another device and reload was used. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.